Event description:
It was reported that during a low anterior resection procedure, the staples were malformed at the first firing. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
Evaluation summary: the analysis results showed that the tl30 device arrived in good visual condition and with a reload loaded on the device. The reload was returned void of staples. The device was tested for functionality with a test reload and it cycled, fired, and all the staples formed as intended. The device fired without any difficulties and the staples were noted to have the proper b-formed shape. The indicator functions as intended. A batch record review was performed and no anomalies were found during the manufacturing process.